Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a 68-year-old male patient, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Complainant indicated that the clinician obtained another set of pads to continue treating the patient.

Manufacturer narrative:
The customer was contacted for the return of the suspect device. The customer stated that the issue has been resolved by replacing the electrode pads. The customer also indicated the electrode pads were nonzoll. Device will not be returned to zoll for evaluation.